Manufacturer narrative:
No device evaluation was performed as the product has been disposed. A review of the specific device history record could not be conducted due the lot number being unknown.

Event description:
Note: date of event is unknown. A hydratome sphincterotome was going to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure(gender , age, weight unknown) . According to the complaintant, prior to the procedure, during testing, the tome did not bow , as a result, the handle would not work properly. The procedure was completed with another of the same device. There were no patient complications reported with this event.